Event description:
The customer reported to olympus during a colonoscopy, the distal end burned the patient's colon. The intended procedure was completed with the same device. No procedural delay. The customer did not provide any additional information.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the device and identified the distal end cover glue was leaky, the light guide lens was cracked, light guide cover glasses glue and cover glasses glue was porous, distal end cap has impact points, bending section rubber porous and worn out, insertion tube buckled and scratched, up/down knob has impact point, light guide tube kinked, scope connector has minor cracks at plug unit impact points and scope connector has humidity entered inside the connector. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation and to provide additional information provided by the user facility. According to the user facility, there was no treatment provided to the patient and there were no reported complications. The procedure performed was a diagnostic procedure. The user did not know the relationship between the event and the device. An unknown model of snare was said to have been used during the procedure. A review of the instrument history showed that the device has been serviced with in the past year. No device malfunction found that would likely cause or contribute to the patient¿s outcome. No similar complaint on the same model and serial number was reported from the user facility. However, there was one similar complaint found, which was reported by a different user facility. A review of the device history record (DHR) confirmed that the subject device was shipped in accordance with the standard specifications. The legal manufacturer reported that the reported event is not due to design. The instruction manual instructs users to ¿inspect the external surface of the entire insertion section including the bending section and distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. If bubble emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Whenever possible, do not leave the endoscope illuminated before and/or after an examination. Continued illumination will cause the distal end of the endoscope to become hot and cause operator and/or patient burns. The legal manufacturer could not conclusively determine the root cause of the reported event.

Event description:
Additional information received from the customer: the procedure was diagnostic and no treatment was provided for the adverse event. The patient did not have any complications.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the author. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.